Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead implanted: 2011 (B)(6); 4517 boston scientific lead implanted: 2007 (B)(6). (B)(4).

Event description:
It was reported that there was an inappropriate mode switch on the implantable cardioverter defibrillator (ICD) which resulted in loss of biv pacing support. The device remains in use. No patient complications have been reported as a result of this event.